Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter (hair) in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(b), medical director. Investigation of this case is on-going and a supplemental report will be sent upon its completion.

Event description:
When the user facility took out the bag to use it, they found a hair inside the bag.

Manufacturer narrative:
(B)(4). The sample was received and evaluated at the baxter manufacturing facility. The returned sample was unused and returned in an unopened pouch. Visual evaluation of the sample noted that a loose hair was visible inside the pouch, but not in the product bag. The complaint was confirmed. A batch review indicated that there were no issues or deviations during manufacturing. All units are 100% visually inspected prior to sterilization. In addition, quality performs an s-3 inspection per batch for in-process finals. The department was cleaned at least once per shift per standard operating procedures. All personnel working in production areas are also required to wear hairnets and overgarments. According to the baxter manufacturing facility, the hair was likely introduced during the manufacturing process. However, the root cause cannot be identified. Since the hair is in between the pouch and the bag, there is no breach in sterility. All checks are in place and considered to be satisfactory. In addition, there has been no increasing trend in particulate matter complaints for this product line. This product code is end of life and is no longer manufactured. The manufacturing facility has concluded that no corrective actions are necessary in response to this case. Baxter follow-up medical assessment: evaluation of the sample at the baxter manufacturing facility has determined that the observed particle is a hair. The hair was located between the inner and outer pouches of product. The location of the hair indicates there is no breach in sterility as the hair would not come into contact with the patient's cells. Thus, there is no risk to the patient. Dr. (B)(6). This is the first complaint of this nature received for this product lot. This complaint will be kept on file for trending purposes.